Manufacturer narrative:
Investigation summary: lot numbers 726571n and 721481n from product code 306521 were provided for evaluation by our quality engineer team. A device history record review did not reveal any deviations or non-conformances during the production of either lot number. A corrective and preventive action plan was initiated to further investigate and monitor this issue. One-hundred and twenty retained samples of each lot number were visually inspected and no abnormalities were observed regarding the solution. Forty retained samples for each lot number were sent for sterility testing. The sterility testing confirmed that the samples exhibited no microbial growth after incubation. A direct causation between the bd product and the reported infection has not been identified. Investigation conclusion: the root cause analysis of the reported infection case under CAPA (B)(4) has not identified a direct causation between the infections and the bd (B)(4) product.

Event description:
It was reported that a patient contacted a serratia marcescens after using a 3 ml bd posiflush¿ heparin lock flush syringe, in 10 ml syringe, 10 usp units/ml. The cdc indicated preliminary information from the mn public health lab shows the pfge of this isolate is a match to the outbreak strain. The cdc received this clinical isolate and plan on repeating the pfge as well. As of 5/1/2018 the following clinical information has been provided: - the patient has a double lumen tunneled cvc and received numerous medications via a home health agency. - the patient received regular tpn for short gut syndrome. - blood culture date (B)(6) 2018: positive for s. Marcescens. - administration dates for the following lot numbers are: lot #: 721481n (B)(6) 2018: 30 each (B)(6) 2018: 30 each (B)(6) 2018: 30 each (B)(6) 2018: 30 each (B)(6) 2018: 30 each lot #: 726571n (B)(6) 2018: 30 each (B)(6) 2018: 30 each mn plans to send some product from each of these lots to cdc for testing, except for heparin lot number 721481n (no remaining product), and this product was last administered on (B)(6) 2018.

Manufacturer narrative:
Multiple lot number were provided for this incident. The information for each lot number is as follows: medical device lot #: 721481n, medical device expiration date: 2/1/2019, device manufacture date: 8/8/2017. Medical device lot #: 726571n, medical device expiration date: 3/21/2019, device manufacture date: 9/27/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a patient contacted a serratia marcescens after using a 3 ml bd posiflush¿ heparin lock flush syringe, in 10 ml syringe, 10 usp units/ml. The cdc indicated preliminary information from the mn public health lab shows the pfge of this isolate is a match to the outbreak strain. The cdc received this clinical isolate and plan on repeating the pfge as well. As of (B)(6) 2018 the following clinical information has been provided: the patient has a double lumen tunneled cvc and received numerous medications via a home health agency. The patient received regular tpn for short gut syndrome. Blood culture date (B)(6) 2018: positive for s. Marcescens. Administration dates for the following lot numbers are: lot #: 721481n, (B)(6) 2018: (B)(4) each, (B)(6) 2018: (B)(4) each, (B)(6) 2018: (B)(4) each, (B)(6) 2018: (B)(4) each, (B)(6) 2018: (B)(4) each. Lot #: 726571n, (B)(6) 2018: (B)(4) each, (B)(6) 2018: (B)(4) each. Mn plans to send some product from each of these lots to cdc for testing, except for heparin lot number 721481n (no remaining product), and this product was last administered on (B)(6) 2018.